Event description:
It was reported that cartridge alarm occurred during load process while caller followed prompts and had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Technical Support confirmed pump was out of warranty, did not provide replacement, referred patient to doctor to obtain new pump, and patient returned to multiple daily injections as backup therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.